Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted to the electronic assembly.